Event description:
Caller reported that occlusion alarms occurred. Customer's blood glucose level was 320 mg/dl. System check was started with tandem technical support (tts) however, customer was unable to complete the check. Reportedly, the customer will change cartridge and infusion set to resumed insulin therapy.